Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported they have experienced multiple fluid leaks from their safe lock luer connectors. The safe lock luer connector is separating from the bag and leaking where they put the bucket to collect solution. The patient reported that they tried to tighten the connector, but it is still leaking. The patient could not confirm number of occurrences or event dates of the leaks. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they were able to complete their treatments. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient is continuing peritoneal dialysis therapy with no further issues. The connectors used by the patient were discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis (pd) patient reported they have experienced a multiple fluid leak from their safe lock luer connectors. The safe lock luer connector is separating from the bag and leaking where they put the bucket to collect solution. The patient reported that they tried to tighten the connector, but it is still leaking. The patient could not confirm number of occurrences or event dates of the leaks. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they were able to complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The patient stated that they do have companion connectors available for return for physical evaluation by the manufacture.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported they have experienced a multiple fluid leak from their safe lock luer connectors. The safe lock luer connector is separating from the bag and leaking where they put the bucket to collect solution. The patient reported that they tried to tighten the connector, but it is still leaking. The patient could not confirm number of occurrences or event dates of the leaks. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they were able to complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The patient stated that they do have companion connectors available for return for physical evaluation by the manufacture.